Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be "gastrointestinal/pelvic floor." It was reported that the patient showed up at the hospital stating she was in a lot of pain. The hcp stated that they could not give her pain medication because she was receiving drug from the pump and they inquired about turning the pump off. They wanted the pump turned off remotely. They were told that this was not possible. The patient reported that she wanted the pump turned off while she was in the hospital for surgery. No further complications were reported.